Event description:
Additional information received reported the patient's neurostimulator had been explanted due to depletion. The physician contacted regarding the event completed the surgery, but did not know if the patient was receiving effective therapy as the patient was seeing a different physician for therapy adjustments. Additional information has been requested. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was explanted and replaced within the product lifecycle. The procedure start date was (B)(6) 2011.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 7426, serial # (B)(4). There was end of service (eos) induced damage. No output was found on all electrode pairs.

Event description:
It was reported there was a loss of therapeutic effect following an unrelated medical procedure. The pt's left side tremor was "worse." The pt had an EKG done and all the time the EKG was picking up the pulsing of the stimulator. The pt also had a body mass index reading using a machine that exposed him to an "electrical field." The pt could not adjust the stimulation, and the stimulator battery light was not illuminating. Additional info has been requested, a f/u report will be sent if additional info becomes available.